Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic debulking with hand port splenectomy procedure, the surgeon handed the fired stapler in closed position. The tech struggled to open the device, which had been put into lockout, either by the surgeon or the tech. The tech was frantic and staff opened a second device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.